Event description:
Information was received from a patient regarding an external device. The reason for call was that they were having trouble recharging the implanted neurostimulator. Patient stated that the equipment would no longer charge the ins. Pt said that no device found kept appearing when trying to recharge the ins. Pt said that sometimes the equipment would find the ins, however, the charging connection would immediately be lost and the controller would keep telling them to reposition the recharger. Pt said that last night the recharger paddle heated up as well when trying to recharge the ins. Pt said that they had two rechargers as they lost one and so they were sent a replacement but then they found the one that was lost. Pt said that they tried the second recharger they had but they got the same result even though that recharger paddle did not heat up. Pt said that they mixed up the rechargers and they were not sure which one was heating up. Pt mentioned that the battery pack was relatively new; pt said that they had called recently and the battery pack was replaced. Agent had the pt reset the controller and unlock the controller. The controller found the ins. Pt opened the batteries screen and said that the controller was at 100% and the ins was at 60%. Pt said that the stimulation was off. Pt said they shut the ins off at night since they didn't need it at night. Pt said that when they started recharging the ins, the controller was around 90% and the ins was around 70%, however when the recharger heated up the controller battery dropped like 60%. Agent had the pt initiate an ins recharging session using. Pt said that they could feel where the ins was located and they had the recharger right over the ins, but no device found appeared. Agent had the pt initiate an ins recharging session using pt said that the recharger was clicking and that if they recharger clicked more than once then the ins wouldn't be found; pt saw no device found. The issue was not resolved. Pt will be sending back both old rechargers. When asked for the event date, pt said that it was probably 4-6 weeks ago. Pt said that they had the ins shut off while they were bed ridden since they didn't need it. Pt said that they started using the device again about a week ago and the issue with recharging had gotten worse and they couldn't charge the ins at all last night. Pt said that the recharger connection of the cord at the paddle was a fail point. Agent reviewed with the pt that the new rechargers had a strain relief at that connection point. Pt noted that they never had to see hcp since the ins was implanted. A replacement recharger telemetry module (rtm) was sent out. No symptoms were reported.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd: , UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
97755, sn (B)(6) was returned for product analysis. Analysis found failed-rms voltage at the h field probe. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) product type recharger analysis of the [recharger], model [97755 ], s/n [(B)(6)] found no issues with finding or charging ins. No anomalies were visually observed. Electrical failure - failed-rms voltage at the h field probe. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.